Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge loaded in the device. The cartridge reload was received in good visual condition, fully fired and with all the drivers present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during a strictureplasty on ileo loops procedure, on a patient suffering from crohn's disease with many ileo loops damaged, a strictureplasty was performed using a stapler. The device was actioned several times on the small intestine and it worked properly. At the sixth firing, the device seemed stiffer than usual, and once opened, there was severe bleeding. The surgeon applied manual sutures to control hemostasis, after that he noticed that some of the staples applied remained open. The surgeon retrieved the staples using pliers. There were no adverse consequences for the patient.